Event description:
Patient's daughter reported that when they went to mix their veletri cassette the 60ml syringe would not lock on to the tubing come out of the cassette - it was coming off and they lost a couple of drops of drug. They got another syringe and completed mix without issue. Lot #7086777. No injury reported. Pharmacy will send some extra syringes for patient to have on hand. Defective syringe will not be returned. No other information provided. Dose or amount: 11.4ng/kg/min (veletri). Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.